Event description:
There is no allegation from a health professional that the death was related to the device. It was reported that the cause of death was septic shock. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device was tested using automated test equipment and was found to be normal. No anomalies were found.